Manufacturer narrative:
Additional information and the return of the device has been requested but not received. The serial number has been provided, and a review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified. This was a two-level implantation, both devices were explanted. This is one (1) of two (2) reports submitted on this event.

Event description:
M6-c device removed due to loosening. The device was explanted. The device was partially intact at the time of removal.